Manufacturer narrative:
The device was returned for service, however did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device observed that the tension screw was loose and the device could not secure the cutter/blade device. Therefore, the reported condition was duplicated and confirmed. The assignable root cause was determined to be mostly likely due to loctite degradation from repeated sterilization and use over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during service and repair pre-testing, it was discovered that the sagittal saw attachment device set screw would not open and could not couple the blade devices. During in-house engineering evaluation, it was observed that the device could not secure the cutter/blade device. The event was not related to surgery. There was no patient involvement. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.